Manufacturer narrative:
The MFR (MFR) has made several attempts by telephone and written communication to obtain add'l info regarding this event; however, the MFR's attempts have been unsuccessful. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record revealed that this device is part of the MFR's 12/13/91, for the potential of device leakage of the device septum. No other mfg variances related to this event were noted. Based on the info available and due the unavailability of the device, no conclusion can be drawn to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The MFR is now closing the file on this event.

Manufacturer narrative:
On 7/22/97 communication with the home hlth nurse indicated the pt's implantable pump was refilled with pfns in accordance with the physicians wishes while waiting to see the results of the radiofrequency procedure. No difficulty or problems occurred with this refill unlike the past 3 refill experiences. There was no difficulty allowing the infusate to drain out of the pump and no difficulty in instilling 50 ml of pfns. Physician chose not to use the pump with morphine because of its recall status and difficulty in the past with refills. Physician was advised recall was based on flow rate changes and not difficulty accessing septum. Pump has flowed at consistent flow rate the past 6 mos. On 8/7/97 pt advised MFR's clinical rep radiofrequency procedure was unsuccessful and is awaiting next appointment with physician to determine next step. No further details are available at this time.

Event description:
The device was implanted on 10/29/91 for intrathecal infusion of morphine. (Note: intracthecal infusion was not a MFR's intended use for this device) on 6/20/97, the facility home care nurse contacted a MFR clinical representative and reported that she has been accessing the pt for approximately one year without any problem. The usual return volume (rv) unknown. Concentration is 10ml, exact refill period (rp) unknown.concentration is 2mg/ml. The facility uses the MFR's supplies. The pt has gained 50lbs since implant of the device in 1991. Today (6/20/97), first access attempt was by the facility supervisor who thought she had not located the device septum as the rv=0. The facility supervisor attempted a second access and rv=5ml but met absolute resistance when attempted to inject. The facility nurse states that she is certain that she was in the device septum with the needle placed to the needle stop. The facility nurse phoned the physician who told her not to attempt to inject drug and to call the MFR. The pt received prescription for oral meds until the problem is resolved. The facility nurse called the MFR for recommedations. Based on the info available, the facility nurse was informed that the device is potentially a device involved in a 1991 recall. A MFR nurse is scheduled to attend monday's (6/23/97) device refill to assist in assessing the reported problem.